Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records review was conducted. The report indicates that the: 224.641 / 7721666, manufacturing location: (B)(4), manufacturing date: 09 jan 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: customer reports that the device has reached the biomedical service of the hospital in late 2015 / early 2016 without any information. The device was broken. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(6). A manufacturing investigation was performed for the subject device (4.5mm narrow lcp® plate 14 holes/260mm, part number 224.641, lot number 7721666). The subject device was returned to the manufacturer with the complaint condition stating the device was received at the hospital¿s biomedical service in a broken condition without any information. The received device was visually examined. The plate is broken as complained. The laser etching is legible. The surface of the plate has scratches and heavy abrasion marks. The threaded holes also show signs of heavy usage. A review of the device history records was performed for the subject lot confirmed that no abnormalities or deviations occurred during the production that would lead to the complaint condition. All dimensions relevant for the function of the product were measured, and were found to be within specifications. The raw material certificates were also checked and all used raw material also met specifications. Based on the results of the investigation, it was concluded that the complained condition is not valid from a manufacturing perspective. The complaint condition is confirmed; however, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported in an event in (B)(6).